Manufacturer narrative:
Additional information: concomitant medical products. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem was unable to be duplicated. During investigation accuracy testing were performed and the pump passed all testing. According to the investigation no problem found with pump and no further action required. The problem source of the reported problem is unknown.

Event description:
Information received that cadd®-solis vip ambulatory 2120 pump, failed flow rate -6.9%. No adverse patient outcomes reported.